Event description:
A (B)(6) male patient's wife contacted zoll lifecor customer support to report that the monitor would not power up at all. She stated that both batteries were charged, but nothing happens when she puts them in the monitor. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device manufacture date: monitor (B)(4). Battery (B)(4): 04/2008. Battery (B)(4): 05/2008. Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. As rec'd, the monitor was found to have a damaged battery connector. A pi was bent within the connector that prevented the device from powering up. Once the battery connector was replaced, the device was fully functional and capable of performing a baseline and pt treatment sequence. The root cause of the bent battery pin cannot be positively identified. No adverse event resulted from the bent connector pins. The pt rec'd a replacement monitor.